Event description:
While treating a child with the model 3100a, the user was unable to lower the delivered mean airway pressure (map) below 6 cm h20. The pt was not detrimentally affected, however, and was left on this 3100a until a rental replacement arrived.